Event description:
New information notes that the device was explanted. The patient was stable pre, during, and post device change.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. Analysis of device image indicated that the device was within normal range of operation. Further analysis performed did not find any anomalies, with battery voltage at eri level. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported that the patient was seen in clinic on the (B)(6) 2020 and the battery was showing 6 months to eri. Patient was seen at the clinic again on (B)(6) 2020 and the battery had hit eri. Patient will be scheduled for box change in the next few weeks but has not been scheduled yet. There were no consequences to the patient.